Event description:
It was reported that a patient experienced shortness of breath and subsequently died, coincident with peritoneal dialysis therapy on the homechoice (hc). The patient was connected to the hc at the time of the shortness of breath and death. The patient was not hospitalized prior to the event of the death. The death certificate listed the cause of death as cardio failure, respiratory failure and multiple organ failure. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. The event history log review revealed no alarm or increased intraperitoneal volume (iipv) event that could have caused or contributed to the reported problem. An internal/ external inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The pneumatic system was tested and found all pressures to be correct and stable. A short simulated therapy was performed successfully on the device. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.